Event description:
It was reported that the pt never experienced therapeutic effect. The pt had a "lead wire come out" and an x-ray confirmed that the lead was not in the correct location. The lead was revised. It was later discovered that the nerve they were looking to stimulate" does not exist." She was "born without it and has had bladder problems all her life." A surgery has been scheduled to have a total device explant since the device will not help her issues. She was at home in fair condition. Further info is being requested from the hcp.